Event description:
It was reported that there was no continuous cardiac output measurement from the beginning. Another cable was used but problem was not solved. It was further stated that blood temperature measurement was around 25 degree c and it was unstable. There were no patient complications.

Manufacturer narrative:
Customer report was confirmed. The thermistor was found to have an intermittent open condition at the thermistor bead when flexing the catheter tip. There was no visible inconsistencies observed on the eeprom data. The thermal filament circuitry was continuous. All through lumens were patent without leakage. Balloon inflated clearly and, concentrically and remained inflated for more than 5 minutes. There was no visible damage observed to the catheter body.

Event description:
The customer stated a cell-dyn 1800 analyzer generated discrepant platelet results for one patient. The patient was drawn via finger stick twice. The first finger stick specimen yielded platelet results of 58 k/ul, and the second finger stick specimen yielded platelet results of 11 k/ul. The patient was then drawn with a venous sample yielding platelet results of 5 k/ul. There was no adverse impact to patient management reported.